Event description:
It was reported that the asymptomatic patient presented to the clinic with the right ventricular (rv) lead exhibiting high capture threshold. The rv lead was explanted and replaced. The patient was stable.